Manufacturer narrative:
On (B)(6) 2025, the user reported that the sensor was no longer detected in the placement guide. The user's transmitter was replaced; however, the issue initially persisted, with the placement guide still showing no signal. After troubleshooting with the territory manager, the user achieved excellent signal strength and successfully paired and linked the new transmitter. Despite this, the user later reported that the issue continued following previous troubleshooting efforts. A sensor replacement was approved due to system performance concerns. The sensor and both transmitters were returned for further investigation. Testing revealed no malfunction in any of the returned components. During evaluation, the sensor achieved a stable signal in the placement guide with both the original and replacement transmitters. The most likely root cause of the reported issue was improper transmitter placement over the sensor, resulting in intermittent or lost signal detection. A replacement sensor and transmitter were provided to the user as part of the resolution. B4.date of this report 03 dec 2025 d4.additional device information updated g3.date received by the manufacturer? 03 dec 2025 h6. Type of investigation updated to 10 h6. Investigation findings updated to 213 h6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported that they could not get a signal when starting the placement guide. No glucose data was displayed, and they were unable to continue with calibrations due to the alert "no sensor detected." A sensor replacement was approved based on system performance. Please proceed with an RMA for sensor replacement.